Event description:
Caller reporting on silicone breast implants by allergan, said his wife had the first set of implants (B)(6) 2010 and they ruptured and had to be explanted on (B)(6) 2016. New silicone implants from allergan were implanted on (B)(6) 2016. His wife started experiencing excruciating pain from (B)(6) 2020 and her symptoms kept getting worse. Reporter advised his wife has undergone MRI and other scans that shows implants have ruptured and are leaking into her body. He said his wife would need these implants to be explanted as soon as possible. Reporter believes these implants have a quality issue and do not last for the 10 years warranty the manufacturer provides. He wants the device evaluated and thinks a pattern of rupturing has occurred during the time frame of 2010-2020 with this device.